Event description:
Pt undergoing robotic radical hysterectomy and bilateral salpingo-oophorectomy. At conclusion of procedure physician noticed black ring inside abdomen during washout. Davinci instruments were checked and it was noted that a black ring was missing from the monopolar scissor. X-rays were obtained which were negative for foreign body. Surgical field, drapes suction canister strained, surgical tables moved without finding ring. Converted to exploratory laparotomy.